Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The company service representative examined the system and found the z depth calibration out of specification and performed a z depth calibration to address the reported issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The reported event of unable to open side cuts, 50 micron flap created anteriorly, could not be conclusively determined. The z depth was found to be out of specification but how it came to be out of calibration was unable to be determined. The root cause of the reported event can be attributed to the z depth being out of calibration. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient is seeing well with correction. Patient has trace haze. Patient experiencing starburst effect and a rainbow ring. The flap was not big enough to lift so it was not lifted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported unable to open side cuts on a patient's left eye during flap creation for lasik. It appeared that only the epithelial tissue was treated. Doctor reported that the treatment occurred more anteriorly and created a 50 micron flap. Bandage contact lenses was placed on the eye and doctor will reevaluate. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.